Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg had become superficial causing pain at the ipg site. The ipg has been explanted. Issue resolved.